Event description:
It was reported that the 6600 system had dark images. Also the image on the left monitor are distorted. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The auto hist was not selected causing dark images. The collimator was adjusted during the service call. The system was tested and found to be working as intended, and put back into service.